Event description:
The manufacturer received information alleging a failure of a ventilator's battery to charge. There was no patient harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a failure of a ventilator's battery to charge. There was no patient harm or injury reported. The deivce was evaluated by a third party field service engineer and the customer's complaint could not be duplicated. The battery was able to charge as designed. During the evaluation of the device, the device was failing a test step. The device's proximal pressure intake tube was reconnected to address the issue.